Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll australia. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing and ECG stressing without duplicating the report. The defib connector and multifunction cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.